Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Protocol # is unknown. No product information has been provided to date.

Event description:
It was reported that the pump is not infusing what it is programed to give. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the labels missing. The device was in good condition, no physical damage was found on the pump. There was no evidence of the error recorded in the event history log. The customer reported issue could not be duplicated. Investigation found no issues with the device delivering (under infusion). The pump was tested and was found to be functioning properly and delivering within specification. The cause of the reported problem was undetermined. No corrective action was taken. The root cause of the reported problem was unknown. There was no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was repaired on15-dec-2021, but there was no indication of any repair issues in this evaluation.